Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination and the patient made a mistake during therapy. The patient was not hospitalized for the peritonitis. Patient treatment was not reported. At the time of this report, the patient had recovered from the event and pd therapy was ongoing. Additional information was requested but is not available.